Event description:
This lead was explanted and replaced due to high impedances of 2500 ohms and noise. The physician went with a new df4 lead and ICD. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.